Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the patient was unable to remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/06/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a review of the black box data showed a reboot associated with the clearing of a replace battery alarm on 10/31/2015. A visual inspection of the pump showed that the battery compartment threads were damaged. The returned battery cap had damaged threads and was cracked. The cap contact height was out of specifications. The battery cap was unable to fully tighten and was difficult to remove. The pump was able to power on with the returned cap and was exercised for 24 hours with no power loss. The pump cover was opened and no internal defect was found. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.